Manufacturer narrative:
(B)(4). D10: unk orthocentric stem. Unk orthocentric head. G2: foreign: australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined; however, a competitor head and stem were used with zimmer biomet bearing and liner. Per instructions for use, components of any other system or manufacturer should not be used with zimmer biomet implants. It is unknown if this caused or contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 3 months later due to dislocation. During the procedure, the surgeon noted extensive capsular and soft-tissue trauma likely from previous car accident. It was reported that no further information is available.